Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a coronary stenting procedure. Reportedly, when the needle plunger was retracted a cuff miss occurred. The device was removed and hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. A cuff miss as reported can be influenced by, but is not limited to: manufacturing, patient anatomical conditions and user technique. During manufacturing all devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed. Reportedly, the patient had some scarring from a prior arteriotomy in the target groin. A cuff miss can be caused by tissue being too thick and certain anatomical conditions (heavily calcified arteries, scar tissue, etc). A cuff miss can be influenced by several factors, including, but not limited to: failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, not depressing the plunger to contact the body. There was no report of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff miss could not be determined. A review of the device history record and a query of the complaint handling database were not performed because the lot number was not provided and the device was not available for analysis.